Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has had very little benefit for one of their legs, they believed it was the right leg. The caller stated that there were 2 paddles and 8 segments. Patient services explained that there are thousands of possible combinations that include different parameters of settings such as: pulse width, pulse rate, amplitude, etc.. The caller stated that the patient's last programming session was only 15-20 minutes long. The caller also stated that the patient has only had 3 programming sessions, one during trial, one post operations, and one recently. Patient services redirected the patient to the healthcare provider (hcp) to contact a manufacturer's representative (rep) for the next appointment. Additional information was received from a consumer. It was reported that the patient was considering an MRI due to their inability to walk. The consumer stated that the issue started prior to when the patient was implanted with the device on (B)(6) 2016, but had gotten worse since then. It was reported that the patient could only take a few steps and then they would fall. The consumer stated that they must help the patient in bed and that they had been using a rollator to get from point a to point b. It was noted that the patient had been complaining about their left leg the most. It was further reported that the patient¿s stimulation was too strong. The consumer stated that it would vary depending on if the patient was sitting or standing. When laying down, the stimulation would be too strong and the patient would have to turn it down. It was noted that this had been an issue since implant. The patient was redirected to their healthcare provider (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the hospital thought the patient¿s walking issues may be related to the intrathecal drug delivery. It was also noted that the patient had mental problems and was not aware of her surroundings. The mental issues happened around the same time that the patient fell.